Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urethral catheter fell off due to balloon rupture. The balloon ruptured and prolapsed. Hence, catheter had to be re-indwelled for a second time.